Event description:
It was reported that oversensing was observed on this lead. During the attempted explant procedure, the lead fractured so it was capped.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the trend data provided, acquired between 5th of august 2025 and 10th of february 2026 recorded a pacing impedance of 450 ohms with drops to 200 ohms in november and january. Furthermore, a gradually rising shock impedance from initially 55 ohms to 75 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate ICD charging cycles (episode 288, 409). In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.